Manufacturer narrative:
Continuation of d10: product ID a820; lot#/serial# unknown; product type: software. Product ID tm90t0 lot/serial# (B)(6). Product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain, cervical neck pain, and headache. It was reported the patient wanted to go back to using their old personal therapy manager (ptm). The patient did not like using the ptm handset and communicator. The patient stated when connecting "it will get to 90% and then time out." The patient stated it would take a couple minutes before confirming the bolus was given. The patient stated while waiting she would see the "do you want to wait or end session?" Screen. The patient stated it was also "very picky" where she has to place the communicator to be able to connect. The issue began on 2019-jun-26. No out of box failures were reported. The patient planned to go back to using their 8835 ptm. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from a consumer on 2019-oct-23. It was reported that there was no troubleshooting performed with the communicator because there was "no problem," the patient was just displeased with the amount of time it took for the handset to cycle through a bolus. The issue was resolved when the patient got sent a new "black ptm." When asked if the issue was resolved she stated "yes/no" as she liked the features of the new ptm handset, she just thought it was too slow when she wasn't feeling good. No further complications were reported.